Event description:
It was reported that during a shoulder revision, when the surgeon tried to seat the poly, the poly would not seat in the glenoid. Surgeon ensured there was no soft tissue impingement. The poly was wasted and a second poly (same part #, different lot code) was implanted without issue.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.